Manufacturer narrative:
(B)(4). Batch # u93h0v. Date of event is 2020. Event day and event month were not reported. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In addition, a scissored clip was returned inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts were made to obtain additional information and affiliate reported that no additional information was available.

Event description:
It was reported that during an unknown procedure, while using an el5ml ligamax endoscopic multiple clip applier, the device was faulty. It's unknown whether there were any patient consequences. No additional information is available at this time.